Event description:
Two relay plus grafts were used for 2-debranch tevar at zone 1. The first graft (28-m330200302390u, j170914188) was implanted from 1 cm above the celiac artery and the second graft (28-m336250362490u, j170914188) was implanted right under the brachiocephalic artery. The surgery was successfully completed without any leakage. Right after the surgery, it was confirmed that the patient was able to move his/her legs. On the following day, however, the patient could not move his/her legs well. Spinal drainage was then performed. After that, the movement of the legs became gradually better, but the patient currently cannot walk and needs rehabilitation. Patient outcome - "patient currently cannot walk and needs rehabilitation."

Manufacturer narrative:
This complaint was involved in two devices. Device 1 is being reported under MDR 2247858-2020-00062. Device 2 is being reported under MDR 2247858-2020-00063.

Manufacturer narrative:
This complaint was involved in two devices. Device is being reported under MDR 2247858-2020-00063.

Event description:
Two relay plus grafts were used for 2-debranch tevar at zone 1. The first graft (28-m330200302390u, j170914188) was implanted from 1 cm above the celiac artery and the second graft (28-m336250362490u, j170914188) was implanted right under the brachiocephalic artery. The surgery was successfully completed without any leakage. Right after the surgery, it was confirmed that the patient was able to move his/her legs. On the following day, however, the patient could not move his/her legs well. Spinal drainage was then performed. After that, the movement of the legs became gradually better, but the patient currently cannot walk and needs rehabilitation. Patient outcome - "patient currently cannot walk and needs rehabilitation."